Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture with no asystole during the post implant check. A lead dislodgment was suspected but fluoroscopy revealed that the lead had not moved. A revision procedure was performed to reposition the lead but the physician had difficulty with the lead dislodging. The lead was explanted and tissue was found lodged in the helix. No additional adverse patient effects were reported.